Manufacturer narrative:
Citation: kido t et al. Early clinical outcomes of right ventricular outflow tract reconstruction with small caliber bovine jugular vein conduit in small children. J artif organs. The 2016 may 28. [Epub ahead of print] date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding early clinical outcomes of right ventricular outflow tract reconstruction with contegra valved conduits in pediatric patients. All data were collected from a single center between (B)(6) 2013 and (B)(6) 2014. The study population included 13 patients (mean age 8 months, mean weight 5.5 kg), all of which were implanted with medtronic contegra conduit (serial numbers not provided). Patient 9 received a contegra conduit at (B)(6). At one year post-operative, the patient was noted with grade 1 pulmonary regurgitation, and conduit stenosis with a pressure gradient of 63 mmhg where conduit valves were fixed in a semi-open position. The patient underwent a reoperation for a transcatheter balloon pulmonary angioplasty, which reduced the pressure gradient to 23 mmhg. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.